Event description:
Complainant alleged that while performing a routine shift check on the device a female nurse rec'd a 200 joule shock. After receiving the unintended delivery of energy the nurse complained of a headache and of tingling in her fingers. She was evaluated by the emergency room staff, and was then sent home for the remainder of the day. The nurse returned to work the following day, and has not experienced any lingering after effects from the unintended delivery of energy. There was no patient involvement.